Event description:
Line was placed for therapeutic purposes. At a later unknown date, patient was brought to special procedures for removal of a knotted PICC line. The PICC broke when removal was attempted. A surgeon was consulted for cutdown removal. Cutdown removal was unsuccessful and the patient was taken to the operating room.